Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported.